Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. The reporter noted that the meter reads test strip error test with another strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (08/07/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 6/26/2013 and 8/1/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown, 2, and 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the subject meter and associated test strips were returned on 06/26/2013 and analysis of the test strips was completed on 07/09/2013 by lifescan product analysis with the following findings: the test strips did not pass testing during investigation. Error 4 was observed during test strip investigation. A follow up report will be submitted after investigation of the subject meter has been completed.